Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula was bent event on (B)(6) 2024. Patient was hospitalized due to high blood glucose level. The blood glucose level was 624 mg/dl and was treated with multiple daily injections (mdi). The duration of hospitalization was 6-7 hours. The patient was treated with IV and fluids of saline and insulin during hospitalization. The infusion set was in use for three days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.